Event description:
Patient reported she changed the insulin cartridge and infusion set on (B)(6) 2014. Patient stated her blood glucose level was 90 mg/dl at 2 pm and then at 6 pm her blood glucose level was 250 mg/dl; took correction via the infusion device without success. Patient reported that she checked the infusion device at 6:30 pm and saw the cartridge was empty and the cartridge compartment was wet. Patient stated the piston rod was fully extended; no e1 (cartridge empty) or w1 (cartridge low) error message or alarm appeared. Patient discarded the alleged insulin cartridge. Patient reported she took correction via pen; was able to get blood glucose level under control by herself. Patient stated she has been wondering why the infusion device did not display the w1 or e1 error message. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).